Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2017 that an alarm was heard and confirmed by telemetry to be low battery reset occurred, reset occurred, and safe state occurred. The patient had a sudden change in therapy of ¿withdrawal-type¿ symptoms. The date of the event was (B)(6) 2017. No further complications were reported. No further information was reported.